Event description:
Customer requesting a new insulin pump. Cosmetic damage. The current blood glucose reading is 169 mg/dl. There is a crack on top of the reservoir compartment near the seal. Customer was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 54 mg/dl. Customer stated that the insulin pump over-delivered insulin. Hospital treated with dextrose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.